Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the lesion was located in the mid lad -90% stenosed and heavy calcification. The lesion was accessed with a whisper es guide wire and predilatation was done with a 1.5 x 14 mm jocath mercury. A 2.5 x 18 mm mini vision was advanced to the lesion, but since the lesion was heavily calcified, the physician tried pushing in the stent, during which the shaft broke just outside the hub of the guiding catheter. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results: product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 18.8 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There was a kink in the hypotube, 1.5 cm distal to the separation. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.